Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. On (B)(6) 2016, rv coil impedance spiked to 254 ohms up from a trend that had been in the 37-51 ohms range. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. On (B)(6) 2016, svc coil impedance spiked to 254 ohms up from a trend that had been in the 45-72 ohms range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room after hearing alerts for the past five days. The right ventricular (rv) lead alerted for high impedance on the rv defib and superior vena cava (svc) coils. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.